Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform displayed a user advisory (ua) 21 (position change does not coincide with motor direction) message that was unable to be cleared by powering the device off and back on. Medics reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found the front enclosure to be damaged. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a user advisory (ua) 21 (position change does not coincide with motor direction) fault. The returned platform underwent and passed initial functional testing. The system was turned on/off with no problems and ran for 60 minutes using a large resuscitation test fixture (lrtf) with no anomalies or errors exhibited. A review of the platform's archive was performed and found multiple ua 21 faults to have occurred on the reported event date of (B)(6) 2014. Based on the investigation, the front gasket enclosure was replaced. The system underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua 21 fault was confirmed through review of the platform's archive. The root cause of the ua 21 was unable to be determined as the platform functioned as intended during initial functional testing. The probable root cause of the ua 21 is user error. The platform being turned off and back on quickly, causes the encoder to read that the motor is spinning in one direction while the motor is trying to spin in the other direction, thus leading the platform to exhibit a ua 21 fault.